Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis which was manifested by abdominal pain. The break in aseptic technique was further described as the patient made a mistake. On an unknown date the patient was hospitalized for the event and was treated with vancomycin injection (1gm, intraperitoneal (ip), frequency and duration were not reported) and ceftazidime injection (1 gm, ip, frequency and duration were not reported). At the time of this report, the patient has recovered from the event and has been discharged from the hospital. Pd therapy and antibiotic treatment were ongoing. The patient has been retrained on proper aseptic technique. No additional information is available.